Manufacturer narrative:
Concomitant medical products: product ID: 3889, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by an advanced evaluation trial patient regarding an external neurostimulator (ens) for urge incontinence. It was reported that trial patient had their stimulation at 1.1 and when they sat on the toilet the stimulation felt uncomfortable, so they lowered the stimulation down to 0.7. Patient thought that the lead might have moved. On 2019-jan-23 more information received from trial patient. They reported they were having what they thought are hot flashes. They have never had one, so they weren't not sure. They also mentioned that the device keeps turning itself off. They were going to the healthcare professional (hcp) soon, so they stated it is fine for now. Then, on 2019-jan-25, trial patient further reported their device kept turning off. They also mentioned that they were now having diarrhea. No further complications were reported or anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional (hcp). It was reported that they the lead did not move. They did not store ens or lead serial number information. The lead was removed (b)(64) 2019. No further complications were reported. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.